Event description:
International affiliate reports that during returned loan kit inspection, it was found that the distal tip of the driver had broken off from the instrument. The broken tip was not returned and it is not known when or where tip breakage occurred.

Manufacturer narrative:
Depuy synthes spine has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Examination of the returned driver confirmed tip breakage. Review of the device history record found no discrepancies. No definitive conclusions can be made at this time. However, tip breakage appears to be related to forces applied to the instrument during usage. A CAPA has been initiated to further investigate root cause and/or corrective actions. At this time, the complaint is considered to be closed.